Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was able to adjust the patient's programs so that they would get the same relief and use less energy. The issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that there was a ¿software problem¿ screen on the controller while the patient was trying to charge their implant. The following information was displayed on the controller screen: 1-intellis 2-3.0 3-24b 4-2fport it was noted that a lithium ion battery pack was being used in the controller. The controller was reset by removing/replacing the battery pack and the patient was able to start a charging session. It was noted that the controller battery was at 100% and the ins battery was at 30% and there was excellent recharge quality. The caller called back the following day and stated that the controller battery was not charging. The patient was able to unlock the controller and read that the ins battery was in the red and the controller battery was at 100%. The patient did not understand the difference between the icons and was re-educated on how to charge the ins. No symptoms or complications were reported. Additional information was reported that the caller is reporting that it is taking too long to charge. The patient has been charging for 45+ minutes. A different controller was also tried. The caller reported they are going between excellent and good, but the triangle and screen shows red. The caller indicated the controller found the ins and reported the charge quality is good. The caller will continue to recharge and attempt to use the communicator (cp) as the patient is reporting historical issues with recharging that she want to check on the cp. No further information was reported. 2018-sep-03. (Rep): additional information was reported that the rep was using a spare charger they had in their trunk. The patient said they felt they were charging too frequently, but never had issues like this charging. The patient was sent home to charge with his own charging equipment and when he hooked up with his controller and was charging the unit it was no longer red and showed 30%. The rep was unable to check any records as they couldn¿t get enough charge on the device. The rep will be meeting with the patient this week. The rep thinks that their charger has to be defective. The rep even tried pairing their programmer to the patient's device and had no luck. The patient has no charging issues with his own equipment. The rep will be meeting with the patient to check impedances, change electrode configuration as needed. The rep will also try to make the patient's charging longer than every 8-10 hours. The only issue the patient was having is the frequency of charging he felt wasn't ideal. Just the equipment the rep provided caused these issues. His charging at home is no problem just too, often. No further information was reported.